Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose level was 549 mg/dl. Elevated blood glucose levels were addressed by changing the pump supplies and administering a manual insulin injection.